Manufacturer narrative:
Prof. (B)(6) experienced unresolved severe hypotony after using the ahmed valve. IFU was reviewed and it includes hypotony as a known complication and adverse reaction. Although a lot nor serial number was provided for the issue reported, new world medical reviewed all lots sold to the (B)(4) distributor and all product was manufactured, tested, and released in compliance with nwm procedures.

Event description:
Unresolved severe hypotony after using the ahmed valve